Manufacturer narrative:
(B)(4).

Event description:
The customer received error messages indicating there was too much movement of the test strip while testing and received questionable results from coaguchek xs meter serial number (B)(4). The result from the customer's meter at 5:41 am was 5.1 inr. The result at 12:30 pm on the roche meter at the doctor's office was 7.0 inr. The customer believed this result to be correct. The physician advised the customer to discontinue the jantoven and retest on (B)(6) 2018. There was no allegation of an adverse event. The therapeutic range was 2.5 inr-3.5 inr. The customer was not anemic, not on heparin, had no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer had no new medications, no diet changes, no illnesses, and no bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr; donor 2 inr: 2.0 inr. Donor 1 hct: 50%; donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 2.3 inr; customer meter with masterlot strips: 2.3 inr . Donor 2: retention meter with masterlot strips: 2.0 inr; customer meter with masterlot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 272163) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.